Event description:
The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. Explant method: intravascular, superior, femoral, thoracotomy technique/tools: direct traction, direct traction with locking stylet, dotter basket/snare required intraoperative removal due to extremely dense adhesions in the atrium.